Event description:
Report rec'd of an over-delivery of integrilin due to independent rate change. The pump was programmed to deliver an unspecified volume of 0.45 normal saline at a rate of 60ml/hr on the primary line and 100ml of integrilin at a rate of 17ml/hr on the primary line and 100ml of integrilin at a rate of 17ml/hr on the secondary line. At 3:00pm, a 100ml new bag of integrilin was hung. It was reported that at 5:45pm the pump gave an audible alarm and displayed the message of "air in line". The pump alarm alerted the nurse, and the nurse found that the bag of integrilin had changed from the programmed 17ml/hr to 35ml/hr. The physician was notified and orders to hold the integrilin infusion for two hrs was rec'd. The pump was replaced and the 0.45 normal saline infusion was resumed immediately and the integrilin two hrs later. It was reported that the pt's vital signs remained stable. The pt did not experience any side effects. Though requested, no further info was available.